Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker, parity 1, gravida I and nickel allergy. Previously administered products included: prochlorperazine maleate, amitriptyline hcl, fluticasone propionate, diphenhydramine hydrochloride, rimegepant sulfate, topiramate, imitrex df, albuterol sulfate, metoprolol succinate, and depo provera. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6) removal state: (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: indication: 230.8 encounter for post essure sterilization check contraceptive devices. Findings: bilateral tubal blockage. Bilateral placement of the essure device is seen appropriate. Both tubes were seen to be blocked as well with no spillage of dye. Patient tolerated the procedure wall. Finding: the initial scout image demonstrates the radiopaque failopian tube occlusion devices in place on the right and left. Contrast injection with balloon occlusion in the endometrial cavity demonstrates contrast filling to the level of the uterine cornua. No contrast filling of the fallopian tubes around the essure devices is seen. A small amount of periuterine venous intravasation is incidentally noted. There is no intraperitoneal spillage of contrast. Impression: 1. Essure fallopian tube occlusion devices in place with evidence of successful fallopian tube occlusion. No contrast filling of the fallopian tubes around the devices or free intraperitoneal spillage of contrast is seen [pathology test] on (B)(6) 2022: pathologic diagnosis: uterus with cervix, right and left fallopian tubes, hysterectomy with bilateral salpingectomy: secretory phase endometrium. Myometrium with adenomyosis and leiomyomat, 0.5 cm benign cervix with squamous metaplasia. Bilateral fallopian tubes with no significant pathologic changes negative for dysplasia, hyperplasia or malignancy.gross description: adnexa: left fallopian tube: 7.7 cm in length 0.6 cm in diameter with grey purple serosa and fimbria. Sectioning reveals pinpoint lurnen with no discrete masses, the proximal aspect of the lumen contains silver metallic coil, consistent with essure device. Right fallopian tube: 7.3 cm in length 0.7 cm in diameter with grey purple serasa and fimbria. Sectioning reveals pinpoint lurmen with no discrete masses. The proximal aspect of the lurnen contains silver metallic cail, consistent with essure device. [Pregnancy test] on (B)(6) 2016: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report received. Medical history & lab data updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.